Event description:
Event description cpi received information that five days post implant of an implantable cardioverter defibrillator, the physician found a problem with this patient's myocardial leads. The physician performed an invasive procedure and elected to remove both leads from service. The ICD was left implanted.